Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within one day of implant, the right atrial lead dislodged. Oversensing or noise, and undersensing was occurring. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.